Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. No button error alarms noted. During visual inspection insulin pump had broken reservoir tube lip, severely scratched display window, cracked reservoir tube and cracked case near display window corners.

Event description:
Customer reported receiving a button error alarm on the insulin pump. He stated that the insulin pump had been exposed to moisture. He stated that the alarm occurred during a bolus and that it took about fifteen attempts to complete the bolus. The blood glucose reading was 301 mg/dl. Nothing further was reported.